Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was already up to 130 mg/dl when she was hospitalized. Customer stated that her blood glucose was very low and her right side went numb. Customer stated that her insulin pump is cracked and she took it through and MRI and now she is getting motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement, basic occlusion, occlusion, prime, excessive no delivery alarm and self-tests or to test for unexpected factory default reset due to motor error alarms. The insulin pump was received with cracked reservoir tube, battery tube threads and missing end cap sticker.